Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that clip deployment was difficult, which has potential for injury. It was reported that this was a mitraclip procedure to treat severe degenerative mitral regurgitation. The clip delivery system (cds) was advanced to the mitral valve. Deployment was started per the instructions for use (IFU). After turning the actuator knob 8 times to deploy the clip, the clip did not release. No resistance was felt on turning the actuator knob. Several turns were made on the actuator knob, which included repeating the steps to release the delivery catheter (dc) fastener and retract the dc handle. After this sequence was performed several times, the clip deployed successfully. With two clips implanted, mr was reduced from severe to mild. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported difficulty deploying the clip could not be tested due to the returned condition of the device, and a definitive cause could not be determined. The actuator knob turning with less resistance was unable to be tested, as it was removed from the clip delivery system; however, user technique likely contributed to the reported issue. The reported mechanical issue (arm positioner) was unconfirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.